Event description:
On (B)(6), 2026, project manager at emergent cro, contacted the cerapedics clinical operations team with requests related to the react study, including confirmation of demographic data and clarification regarding the classification of an adverse event for patient (B)(6). Patient (B)(6) initially presented with cervical stenosis and radiculopathy at the c5-c6 level. The patient elected to undergo surgical treatment and subsequently underwent a c5-c6 anterior cervical discectomy and fusion (acdf) using I factor putty at the (B)(6) on (B)(6) 2022. This procedure was performed outside of any clinical study. On (B)(6), 2022, the patient developed a seroma, presenting with swelling around the incision site without erythema or induration. The plan at that time was continued observation. At the postoperative follow up visit on (B)(6), 2022, the patient demonstrated fluctuance and erythema at the incision site; however, the area was nontender. Management options were discussed, including proceeding with incision and debridement (I&d) versus continued observation for an additional week. On (B)(6) 2022, the patient underwent an anterior cervical I&d for treatment of the seroma and surgical wound dehiscence at the boone hospital center. Following a subsequent review of the patient's treatment history and postoperative course, the case was determined to meet the inclusion criteria for the cerapedics sponsored retrospective react study. The event was therefore reported as an adverse event within the react study dataset, prompting further review.